Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump was not allowing the patient to receive the full infusion dose/rate. The reporter stated that there were two "white rectangle pegs" sticking out and were pinching the cassette tubing. The patient had reported some nausea/stomach upset but that it is better since restarting the full infusion with the legacy pump. The patient stated that they experience these symptoms any time they don't receive the full dose. The patient believes that they may have been receiving a partial dose (through the pinched tubing) for approximately 15 minutes.